Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, several stored episodes of noise were observed on the atrial lead, which was reproducible with pocket stimulation in bipolar configuration. After programming change was made, the noise was not reproducible with pocket stimulation or isometric exercise. There was no patient consequences. The patient will continue to be monitored.